Event description:
Implant failed due to an osseointegration failure. It was noted there were damaging of blood vessels. 07/14/2023 15:21:00 cet ((B)(6) ) phone +(B)(6). User:(B)(6) received date of the return product:14/07/2023.